Event description:
Healthcare professional reported report a left-side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported report a left-side rupture. Physician later reported capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported report a left-side rupture. Physician later reported capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior assessed as surgical damage. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. Observed wear abrasion on the device. Observed creases on the device.